Event description:
It was reported that the customer was admitted to the hosp for high blood glucose levels. The customer reported he had numerous no delivery alarms. No further details provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.